Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed sensor error. Customer's blood glucose was 150mg/dl at the time of incident. No further details given.

Manufacturer narrative:
No unexpected motor error alarm during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Motor passed motor test. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.